Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime aortic body stent graft and ovation ix iliac limb stent grafts were implanted to treat an abdominal aortic aneurysm. The 2 month post-operative CT imaging showed the presence of compression/narrowing of the left iliac limb stent graft due to infrarenal angulation noted at the aortic body/ iliac limb stent graft overlap. There was evidence of thrombus formation; however, it was noted that the iliac limb remained patent. A thrombectomy re-intervention was performed followed by the placement of a bilateral balloon expandable stents within the iliac limbs extending up to the aortic body sealing rings successfully resolving the stenosis. As of the date of this report, there have been no additional patient sequelae reported.